Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy peritoneal dialysis (pd) effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received treatment for the event with unspecified antibiotics (dose, frequency and route not reported). No further information was provided regarding the outcome of the event. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.